Event description:
The advocate reported that some of customer's blood glucose readings were not being stored in the memory of a contour next link 2.4 meter. No adverse event was alleged. The advocate was advised to return the meter for evaluation. A replacement meter was sent to the customer.